Event description:
Consumer stated tampon came apart upon removal and tampon pieces remained inside her. She was able to remove remaining pieces on her own.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.